Event description:
Distal tip of 6f sheath sheared while removing from patient after cardiac ablation procedure completed. Fractured piece migrated to right atrium. Additional intervention required to remove sheared piece.